Event description:
The customer reported the system locks up during cine playback. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge and cine drive. System operates as intended. This MDR is related to ge healthcare.